Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Cerebrovascular accident (stroke) is listed in the product instruction for use as a known potential adverse effect associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The rx accunet (1011649-55, 9120951) is being reported under a separate medwatch report number. There was no reported product deficiency. The reported patient effects cerebrovascular accident (stroke), dissection and ischemia are listed in the product instruction for use as a known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that during the acculink stent implantation in the right internal carotid artery, the patient experienced a cerebrovascular accident with left hemiparesis. There was no reported treatment given. The patient was discharged to a rehabilitation facility on (B)(6) 2010, condition remains unchanged. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received that the neurological changes occurred immediately after the pre-dilatation. Due to the large amount of debris that was filling the rx accunet and was aspirated, an embolic stroke was suspected. A second stent was deployed due to a suspected edge dissection that was possibly limiting the flow. Flow was restored once several aspirations were performed and the rx accunet was removed. Additionally the patient was treated with heparin therapy.